Manufacturer narrative:
A siemens customer service engineer (cse) was dispatched to the customer site. After evaluating the instrument, the cse ran a contamination test, resulting negative. The cse aligned and verified alignments of all the arms and mixers. The cse performed precision testing and ran a system check and quality controls, all of which were acceptable. On a follow-up visit, the cse performed a system check, which passed. The cse replaced the heterogeneous module (hm) peristaltic pumps, calibrated the hm mixers, verified the lock, aligned the photometer and related assemblies, verified the lamp voltages, replaced the hm probes and aligned them, verified all the probe related alignments, and performed an extended decontamination. The cse also replaced the hm mixer, the reagent probe 2 transducer, the sampler, reagent 1 and reagent 2 probes and drains, the hm and sampler tubing. The cse then performed precision testing, calibrated ctni and performed a correlation study. The cause of the discordant, falsely elevated ctni result on one patient sample is unknown. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
A discordant, falsely elevated cardiac troponin I (ctni) result was obtained on one patient sample on a dimension xpand plus with hm instrument. The result was reported to the physician(s), who questioned it. The sample was repeated twice on the same instrument, resulting negative. The sample was also tested in another facility and resulted negative. The corrected results were reported to the physician(s). There are no reports of patient intervention or adverse health consequences due to the discordant, falsely elevated ctni result.